Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that an open occurred between two pins on the cable.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. However, it was reported that the interface (umbilical) cable was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed a frame rate error. Restarting the imaging system restored functionality to the system and it was reported that adjustment of the interface (umbilical) cable was able to replicate the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.